Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for evaluation. Distal embolization is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g3 system and is listed as a potential adverse event in the IFU.

Event description:
The jetstream g3 was advanced to treat multiple lesions located throughout the common femoral artery (cfa), profunda and proximal and mid superficial femoral artery (sfa). The cfa and proximal sfa were treated using the minimum and maximum diameter modes and then the profunda was treated using the minimum diameter mode. A post angiogram looked good. It was then decided to use pta. Widely patent lumens at the sfa/profunda bifurcation but there was no brisk flow through the sfa. An angiogram then revealed clumps of distal emboli, believed to be due to ballooning post jetstream. It was attempted to treat the de with thrombectomy, which broke up some of the fibrotic plaque and some was aspirated by the g3 device but it was not 100% successful. Finally, pta was attempted again and the clot moved further distal to the proximal peroneal which was the only runoff vessel to the foot. The physician then used an angiojet distally but was unsuccessful in restoring brisk flow. A thrombolytic agent was then administered for 20 minutes and there was slightly better flow to the foot. Patient was doing well after a heparin drip overnight which seemed to resolve the residual de in the tibial vessel. Patient is doing fine.